Event description:
Information received from the field does not address the patient's clinical status but notes that the device was in back-up mode. Attempts to download were unsuccessful. Therefore, the device was replaced.